Event description:
Procedure type: unknown. According to the reporter: the staple formation was disrupted, so they had to use another dlu to staple onto extra margin to the tissue. No patient injury.

Manufacturer narrative:
(B)(4).